Event description:
It was reported that the patient presented with post-sensed t-wave over-sensing exhibited on the implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences. Further information was requested but not received.